Manufacturer narrative:
(B)(4)the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a blow out of an unspecified baxter one-link connector. This occurred during power injection of contrast for diagnostic imaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.